Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 3.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured in one piece with small holes. The device was removed completely from the patient. The procedure was completed with another device. No patient complications were reported and the patient's status was fine.